Manufacturer narrative:
H6: component code. Appropriate term/code not available. Suggested code: brakes.

Event description:
It was reported that during a 3dimensions procedure on (B)(6) 2024, the tech reported that the c-arm was being rotated and when the tech pressed the foot switch to lower the c-arm and when she took off her foot from the pedal she notice the c-arm kept lowering. A field engineer examined the equipment and found that while troubleshooting uncommanded motion was observed which lead to the vta replacement. The cause was established as a bad rotation brake and they replaced switches, vta boards, travel pots on previous work orders. No patient or staff injury reported and the system met the manufacturer´s specifications. No other information available.

Manufacturer narrative:
H6: component code. Appropriate term/code not available. Suggested code: vertical travel assembly (vta). An investigation was completed: it was reported that during a 3dimensions procedure, the c-arm was being rotated; however, when the tech pressed the foot switch to lower the c-arm and removed their foot from the pedal, the c-arm kept lowering. System error codes occurred. A field engineer examined the equipment and attempted to replace vta control boards, side switches, drag brake and travel pot. While rotating the gantry after a control board repair the c-arm rotated aggressively in the opposite direction. The vta was replaced to resolve the issue. There were no reported patient or user injuries, and no additional information is available. A review of this device history showed that the issue did not return after the vta was replaced. The vta was replaced; however, no parts were returned for further investigation. The vta was 1,972 days old at the time of replacement. The part was not returned for further investigation. Damage to vta components was observed. The probable cause of the uncommanded movement is due to an issue with the vta. The likely cause is related to damage to the ribbon cable that connects the vta control board to the vta driver board. Further investigation could not be performed as the part was not returned. Due to the limited information provided and lack of part return, the root cause of the vta failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) showed no additional complaints for uncommanded c-arm movement related to vta. The complaint review identified the vta was original to the system. Therefore, the DHR was reviewed. There were no discrepancies related to the vta. The vta was installed on this gantry with no issues noted. System product code: 3dm-sys-std. Serial number: (B)(6). System manufacture date: may 13th, 2019. System installation date: may 29th, 2019. Unique device identified (UDI): (B)(4).